Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced symptoms described as "eye burning" and vertigo and was unable to self-treat, requiring treatment of insulin (dose/type unspecified) provided by non-hcp. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced symptoms described as "eye burning" and vertigo and was unable to self-treat, requiring treatment of insulin (dose/type unspecified) provided by non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.